Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. When trying to articulate the stapler, the articulation lever broke off. Articulation lever broke off. When using the clip applier the surgeon could not squeeze the handle and there were issues loading and firing the clips. There was no patient involvement.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs received from the account. Visual examination of the photos noted that the articulation lever is disengaged from the instrument. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Without the device being returned for evaluation the cause of the reported condition could not be reliably determined. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.